Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawers failed frequently. The field service engineer (fse) found that pocket b2 in half height drawer 2.2 would not open. The machine was inspected, and all pockets were removed using the hardware test application (hta). Debris was cleaned from underneath the drawer. The station was then shut down, and the row board cable connections were reseated, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers in the ccis area failed frequently despite successful recovery attempts. The half height cubie drawer repeatedly experienced cubie failures, causing the entire drawer to fail approximately every other day. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.